Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. One or more of the metal prongs used to clamp a pin head are missing from the received truliant syringe pin pullers. When analyzing the fracture surface from previous device, the failure appears consistent with brittle fracture. This type of failure is most likely the result of the prongs experiencing excessive forces. Furthermore, if the pin puller was used off-axis relative to the bone pin, an uneven force distribution may have been applied to the metal prongs and could explain why they fractured from only one side. Over time, these excessive off-axis forces could potentially lead to crack initiation, propagation, and ultimate fracture of the material. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold; the risk is captured. The broken instrument reported was likely the result of the prongs of the pin puller experiencing excessive forces during the extraction of bone pins. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. This event did not lead to patient adverse event. An investigation was conducted; the broken instrument reported was likely the result of the prongs of the pin puller experiencing excessive forces during the extraction of bone pins.

Event description:
It was reported from the us that during an orthopedic surgery the truliant pin puller syringe style broke. The surgeon used the pin puller with the headed pin in it to place in the tibia tray into the bone. The bone was soft, so he was able to just push it down by hand. While releasing the pin puller he went to grab the next pin from the tech, he pushed the pin puller to extend the metal grabbing prongs and one had broken off and fell onto the table. He was still able to grab the next pin as three prongs remained. The surgery did not get slowed down by this and the patient was not affected. The patient left the operating room in stable condition. The agency is inactive, there is no additional information.